Event description:
A surgeon reports a patient with induced astigmatism following refractive surgery. No further information was provided.

Manufacturer narrative:
During on site investigation, the service tech tested the system and found it to be operating within specification. Insufficient information was provided to determine the root cause of the patient issue. Root cause could not be determined. (B)(4).